Manufacturer narrative:
The affected device was analyzed by dräger service. The fault was confirmed during the analysis. Based on the stored error code, the cause could be identified as a faulty mixer cartridge air. After the repair, the device passed a complete check according to specification without any deviation. Since the logbook was cleared during the initial repair, it was not available for further analysis by the manufacturer. In case of a deviation of a mixer cartridge the device attempts to solve the issue by initiating a warmstart. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device repeatedly interrupted its breathing cycle due to several reasons (high and low airway pressure, o2 supply error). After that, the device switched off and restarted. No patient injury was reported.